Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. The investigation is in process. The olympus service center performed the evaluation and reported scratches on the forceps channel and the device passed the leak test inspection. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported during a colonoscopy procedure, the colonovideoscope suction was weak. The physician thought the channel may be clogged. When the et device was inserted through the channel, a foreign body fell into the patient's body. Images provided show a metal -like round object. The foreign body remains in the patient. The facility reported the procedure was completed and no health hazard to the patient. It is unknown if there were attempts to retrieve the foreign body and how.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. New information added to the following fields: d8, h4, h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications upon release. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to the following: the suction was weakened since the biopsy channel was clogged with foreign material. The scratches in the biopsy channel may be due to interference with the endotherapy accessories. Olympus will continue to monitor the field performance of the device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on legal manufacturer¿s final investigation results. Based on the investigation results, it was found that the foreign material is a part of the forceps plug. Olympus was unable to confirm whether the biopsy valve was broken in the procedure or prior to the procedure. If the broken portion of the biopsy valve remained in the endoscope prior to the procedure, the foreign material may not have been removed due to physical damage in the device. No confirmation of reprocessing deviation. No missing parts from the colonoscope. There were scratches noted in the forceps channel and insertion tube. There was a hangnail in the biopsy channel. The device passed the leak test.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).